Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of over 500 mg/dl. The reporter indicated that since the health care professional adjusted the pump settings, the pump was emitting ¿exceeds daily limit¿ warnings. The pump was reviewed with the reporter and found that the pump limits were set to 0 units except for the basal limit of 3.5 units/hour. The patient was advised on the pump insulin delivery limit safety feature and was advised to discuss the feature and recommendations with the health care professional. This report is made based on the allegation that the patient experienced hyperglycemia related to adjustments to the basal rate without adjusting the pump¿s daily limit settings.

Manufacturer narrative:
Follow-up #1: date of submission 06/20/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2014 with the following findings:a review of the pump black box showed that two alarms occurred related to ¿exceeds max 2hr. No delivery¿ warnings recorded on 03/18/2014 and 03/22/2014; no exceeds daily limit alarms were recorded in the pump history. The pump max total daily dose was set to 200 units and the 2 hour limit was set to 20 units. The pump was exercised for 2 hours without alarms being duplicated. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the battery compartment was found to be cracked but the battery cap was found to be able to attach securely to the pump. Also unrelated, the display screen was found to be faded and discolored but was still able to be read during investigation.